Event description:
Cvicu nurse reported a key bounce incident occurring twice while programming infusion pump. The nurse reported using a 0.5 setting in which the 5 key double bounced and so did the zero key. Bio-med checked out the pump but was unable to duplicate the incident. No patient injury occurred. Nursing staff has been informed of health alert re: key bounce issue and recommendations by cardinal health.